Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2017-00267.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00481. Lot reported as 66017772. Concomitant medical device/products ¿ ng option stemmed tibial plate size 3 catalog # 00598603701, lot # 62715261, ng lps-flex fixed nsm art surf cd 3-4 14 catalog # 00596403014, lot # 62459490, palacos bone cement r+g 66017772. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced synovitis, pain, osteolysis and was revised due to loosening and wear of the tibial component. A large bone defect on medial tibia and a fracture in lateral tibia were noted along with large bone defects under the femoral component. Attempts to obtain additional information are in progress, however no further information is available at this time.